Manufacturer narrative:
MFR's report date 4/16/98. The pump was rec'd and visually and functionally tetsted. The event history log was downloaded. On the reported date of this problem, 11/24/97, there were no log entries that supported the reported sequence of events. Co was unable to duplicate the reported complaint. The pump met all rate, volume and accuracy specs and performed as programmed. Corrections made to user facility report sectoins b-6, d-1, 2, 3, 6, 10 and e3.

Event description:
Hosp advised that a 500cc bag of lidocaine was hung at midnight. Rate on channel b was set at 15 ml/hr and vtbi at 500 ml. After two hrs pt displayed symptoms related to an overinfusion of lidocaine. Vtbi read 470 ml. The nurse observed that the bag was half empty. Nurse disconnected pump and set from pt. There was no pt consequence.